Manufacturer narrative:
Ra has received the incident device and the product has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Tlh bso - "the voyant fusion slipped off the tissue around the ib ligament during the 4th, 5th, and 6th activation during the case. The tissue slipped while dr (B)(6) was activating the energy. The rest of the case went well, both the district manager (B)(6) and myself saw the tissue slip out of the jaw of the device around the ib ligament." Patient status: "fine".

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. There was no eschar build up on the jaws; only a small speck of blood on the upper jaw. Engineering tested the jaw force and found this to be within specifications. A review of the manufacturing records for this lot indicates that the product passed all manufacturing and quality inspections. The root cause of the event is likely due to the jaws being overfilled with tissue. The instructions for use (IFU) states "do not overfill the jaws of the device with tissue as this may compromise the sealing and cutting function, and/or prevent the jaws from opening properly." Applied medical will monitor its vigilance systems and take appropriate actions, as necessary, to mitigate this type of event. In accordance to 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.